Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. No vibration anomaly was noted. The pump was unable to perform idle current test, run current test, and self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to blank display. The pump was received with severely scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings and moisture damage from the insulin pump. The customer's blood glucose reading was 362 mg/dl. The customer stated that his pump was exposed to pool water. The customer stated that the screen went blank shortly after he took the pump off his body. The customer stated that there is condensation under the screen. The customer stated that since the pump went blank, it vibrated and nothing showed up on the screen. The customer did not wish to discuss the site not sticking or the high readings. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.